Manufacturer narrative:
Other applicable components are: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving prialt (ziconotide), 5 mcg/ml concentration at 1.1 mcg/day dose and baclofen, 1000 mcg/ml concentration at 220.1 mcg/day dose via intrathecal drug delivery pump for intractable spasticity. It was reported that the hcp reported that catheter migrated and was kinked. Catheter was kinked at the pump pocket and migrated out of the intrathecal (it) space. The patient had loss of pain relief and loss of spasticity relief. It was reported that the last couple months the significant wrenching and uncontrolled pain happened which led to a catheter dye study identifying a catheter issue. The hcp stated that the patient was doing better now, but was having some pain from the surgery. The hcp had lowered the dosing following the catheter revision procedure and that they were just starting to titrate the patient's dosing up. No further complications were reported.